Manufacturer narrative:
Pump error alarm noted in the pump history and critical pump error (open book image) alarm noted during testing due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Unit was received with cracked case along the side of the battery tube, scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cosmetic damage. The customer¿s blood glucose level was unknown. The customer reported that there was crack on back side along battery housing. The insulin pump will be returned for analysis.